Event description:
The customer reported a ventilator had a dim display during set-up. Additionally, the philips field service engineer (fse) reported that the ventilator blower was failing during troubleshooting. The customer reported the device issue was found during set-up. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed the reported issue. The philips field service engineer (fse) replaced the liquid crystal display (lcd), lcd cable, lcd tray, front bezel, user interface (ui), touchscreen, and ui to lcd cable. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.